Event description:
It was reported that the baby suffered an ischemic brain injury. They were treating a neonate in the picu. The target temperature was set to 33.5c, but the baby was 29c. The nurse in the nicu says this was not common and sets the target temperature, and the device managed the patient's temperature in an arctic sun device. Water temperature (wt) was 40c. Flow rate (fr) was 1.5lpm. Neonatal pad in use. There was a receiving blanket between the pad and the baby. They are unable to place the baby's head on the pad. The pad was not taco-ed around the baby. Suggested placing the baby directly on the cloth liner of the pad and taco'ing the baby. Esophageal probe in place. Suggested confirming placement and accuracy. Radiant heat might be added, if protocol allows. The water temperature and flow rate are acceptable. The trend indicator has one arrow down. Advised based on the trend indicator the baby was going to continue to get colder before warming up. Suggested investigating patient-factors. It was unknown what medical intervention was provided. Per follow up information received via task on 03apr2025, charge nurse confirmed attending to this infant patient. Patient was male, 2-month-old and weighed 2.7 kg. The team had removed the cloth barrier from between the pad and the patient and taco'd the baby in the pad. The pad did not stick very well to the patient because the cloth liner had left lint all over the sticky liner and would not adhere well. The patient had started to rewarm, but due to the patient's condition and not wanted to exchange the pad, the doctor ordered therapy terminate early for other means of treatment. The device has remained on service and pad disposed of. They were unable to provide further information.

Manufacturer narrative:
This event was a confirmed overfill, not attributed device malfunction. Submitting the investigation details as additional information. The reported event was confirmed use related as the reported event was there was a receiving blanket between the pad and the baby and the pad was not taco-ed around the baby. Sample was not available for evaluation. Baw7667064 revision 0 was reviewed for this investigation. The labeling is found to be adequate as the instructions for use state: 1) place the patient (1.8 - 4.5 kg; 4.0 - 9.9 lb) on the pad. Avoid placing the patients over the manifolds or other high-pressure locations. The rate of temperature change and potentially the final achievable temperature is affected by pad surface area coverage, placement, patient size, and water temperature range. 2) the pad surface must be contacting the skin for optimal energy transfer efficiency. A) if desired, the center section of the pad can be wrapped around the patient¿s torso and secured in place using the velcro tabs provided. The baw is attached on the investigation overview element. A DHR review was not required because the investigation was confirmed as use related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed use related as the reported event was that there was a receiving blanket between the pad and the baby, and the pad was not taco-ed around the baby. Sample was not available for evaluation. The root cause identified is "incorrect product placement". A DHR review was not required because the investigation was confirmed as use related. The labeling is found to be adequate as the instructions for use state: 1)place the patient (1.8 - 4.5 kg; 4.0 - 9.9 lb.) On the pad. Avoid placing the patients over the manifolds or other high-pressure locations. The rate of temperature change and potentially the final achievable temperature is affected by pad surface area coverage, placement, patient size, and water temperature range. 2)the pad surface must be contacting the skin for optimal energy transfer efficiency. A) if desired, the center section of the pad can be wrapped around the patient¿s torso and secured in place using the velcro tabs provided. Corrections: d, e UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the baby suffered an ischemic brain injury. They were treating a neonate in the picu. The target temperature was set to 33.5c, but the baby was 29c. The nurse in the nicu says this was not common and sets the target temperature, and the device managed the patient's temperature in an arctic sun device. Water temperature (wt) was 40c. Flow rate (fr) was 1.5lpm. Neonatal pad in use. There was a receiving blanket between the pad and the baby. They are unable to place the baby's head on the pad. The pad was not taco-ed around the baby. Suggested placing the baby directly on the cloth liner of the pad and taco'ing the baby. Esophageal probe in place. Suggested confirming placement and accuracy. Radiant heat might be added, if protocol allows. The water temperature and flow rate are acceptable. The trend indicator has one arrow down. Advised based on the trend indicator the baby was going to continue to get colder before warming up. Suggested investigating patient-factors. It was unknown what medical intervention was provided.

Event description:
It was reported that the baby suffered an ischemic brain injury. They were treating a neonate in the picu. The target temperature was set to 33.5c, but the baby was 29c. The nurse in the nicu says this was not common and sets the target temperature, and the device managed the patient's temperature in an arctic sun device. Water temperature (wt) was 40c. Flow rate (fr) was 1.5lpm. Neonatal pad in use. There was a receiving blanket between the pad and the baby. They are unable to place the baby's head on the pad. The pad was not taco-ed around the baby. Suggested placing the baby directly on the cloth liner of the pad and taco'ing the baby. Esophageal probe in place. Suggested confirming placement and accuracy. Radiant heat might be added, if protocol allows. The water temperature and flow rate are acceptable. The trend indicator has one arrow down. Advised based on the trend indicator the baby was going to continue to get colder before warming up. Suggested investigating patient-factors. It was unknown what medical intervention was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.